Event description:
It was reported that stent damage occurred. A 6.0x20x75cm express ld iliac-biliary and a 6.0mmx18mmx90cm express sd renal-biliary stents were advanced for use. However, the delivery system of the devices did not function properly and the stents were crumbled. Both devices were completely removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stented balloon catheter. The balloon was loosely folded. The stent was on the balloon.the hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. The stent has moved distally on the balloon by 6mm. The distal end of the stent is starting to expand. Inspection of the device presented no damage or irregularities.

Event description:
It was reported that stent damage occurred. A 6.0x20x75cm express ld iliac-biliary and a 6.0mmx18mmx90cm express sd renal-biliary stents were advanced for use. However, the delivery system of the devices did not function properly and the stents were crumbled. Both devices were completely removed and the procedure was completed with a different device. No patient complications were reported. It was further reported that during procedure the 6.0x20x75cm express ld iliac-biliary stent failed to deploy and the 6.0mmx18mmx90cm express sd renal-biliary stent was crumbled.

Event description:
It was reported that stent damage occurred. A 6.0x20x75cm express ld iliac-biliary and a 6.0mmx18mmx90cm express sd renal-biliary stents were advanced for use. However, the delivery system of the devices did not function properly and the stents were crumbled. Both devices were completely removed and the procedure was completed with a different device. No patient complications were reported. It was further reported that during procedure the 6.0x20x75cm express ld iliac-biliary stent failed to deploy and the 6.0mmx18mmx90cm express sd renal-biliary stent was crumbled.